Manufacturer narrative:
(B)(4).

Event description:
On 10may2017 a patient¿s (pt) parent call our affiliate in (B)(4) to report that the pt experienced eye irritation and redness in both eyes after 1 day of wearing the acuvue2 brand contact lenses. The eyes were red after the suspect lenses were removed. On (B)(6) 2017 the pt had a visit with his/her eye care provider (ecp) and was diagnosed with a corneal ulcer in both eyes. The parent reported that the pt was prescribed besivance eye drops qid for 3 days, then tid for 5 days. The pt was advised not to return contact lens use ¿until his/her eyes get better.¿ pt has a daily wear schedule, monthly contact lens replacement schedule, and does not sleep in the lenses. The suspect lenses were requested for return. On 15may2017 a call was placed to the pts parent and additional information was obtained: pt was sent to the lab with ou secretion samples for testing. The pt is still using the besivance and reports that the eyes are better, but are still red. On 15may2017 a call was placed to the pts treating ecp and additional information was obtained as follows: the ecp confirmed the ou corneal ulcer diagnosis and is to return on 16may2017. No additional information was provided. On 22may2017 a call was placed to the pts treating ecp and additional information was obtained as follows: ecp reports that pt had follow-up appointment on (B)(6) 2017; ou evaluation good evolution with treatment; ecp reported superficial od cu @ 0800, os @ 1400, closer to the limbus; pt did not bring lab results to the appointment; ecp refused to provide any additional medical information. On 23may2017 an email was received from the pt with the lab results for ou secretion testing: the email from the pt indicated the pt was advised from the ecp that he/she could return to contact lens wear in two weeks; lab results: collected on (B)(6) 2017; release date: (B)(6) 2017; culture: ocular secretion; result: positive, staphyloccocus coagulase negative; normal flora growth; automated antibiogram. On 30may2017 an email received from an ecp at johnson and johnson vision in (B)(6) who translated the lab report received on 23may2017 from the pt; result: positive for staphylococcus coagulase negative (it is a feature of staphylococcus); normal flora growth - is part of the normal flora of ocular secretion; eye infection staphylococcus. No additional medical information has been received and no additional information is expected. This report is for the pts od event. The pts os event will be provided in a separate report. The suspect lenses were requested for return, but have not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002r1w was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Two lenses were received in a lens case. The parameters of the two lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter for lot # l002r1w. One lens had a surface tear. One lens had an edge chip. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.